Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with device at eri status. Based on programmed parameters, longevity was calculated to be 10.5 years. Device reached eri prematurely. Device will be replaced.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information received notes that the device was explanted and replaced. It was mentioned that the device could not be interrogated at the time of the procedure. The procedure was completed successfully. The patient was reported to be asymptomatic before, during, and after the procedure.

Manufacturer narrative:
Correction: physcian name should have been (B)(6) instead of (B)(6).